Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during drain 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. The cause of the leak was a slit in the patient line. Fluid did not come in contact with cycler. Technical support assisted the patient with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) could not confirm the reported event since the patient did not report to the clinic. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Manufacturer narrative:
Correction: b5, h6 component code.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during drain 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. The cause of the leak was a slit in the patient line. Fluid did not come in contact with cycler. Technical support assisted the patient with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) could not confirm the reported event since the patient did not report to the clinic. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line during drain 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. The cause of the leak was a slit in the patient line. Fluid did not come in contact with cycler. Technical support assisted the patient with cancelling treatment. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) could not confirm the reported event since the patient did not report to the clinic. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however it was not available.